Event description:
Additional information received reported the patient is still having concerns with their device but has not sought further help. It was noted several attempts were made to adjust their stimulator and they were never able to get help.

Manufacturer narrative:
Product ID 3888-45, lot# v433248, implanted: 2010 (B)(6); product type lead product ID 3888-45 lot# v399800, implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v433248, implanted: 2010 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3888-45, lot# v434658, implanted: 2010 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient had not been getting pain relief from her stimulation for ¿probably longer than 2 years.¿ it was stated that the caller had met with a manufacturer representative several times in an attempt to reprogram the implantable neurostimulator (ins) following its implantation. It was stated that the patient had not met with a manufacturer representative for about 3 years, but had continued to keep the battery charged. It was stated that the therapy ¿was questionable all along and that is why they did the revision.¿ it was noted that the revision had been done in 2010. It was stated that ¿it¿ seemed to help for a little bit, but that patient did not know ¿if she was just hoping it did.¿ it was noted that the therapeutic effect ¿certainly wasn¿t dramatic.¿ it was stated that the patient had not used her stimulation in over 2 years, but continue to charge her ins. It was stated that the patient had given up on ¿it.¿ it was noted that if the patient¿s stimulation was set to a low amplitude, she wouldn¿t feel it, and if she turned it up, it was uncomfortable.